Event description:
It was reported that the procedure was to treat a de novo lesion in the diagonal artery. The 3x38mm xience sierra stent were successfully implanted at the target lesion. However, when attempting to remove the bmw universal ii guide wire (gw), the gw became entangled with the second stent delivery system (sds) and broke into two parts. The separated gw was removed with the sds as a single unit. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.